Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough, headaches, sinus congestion and was diagnosed with lung cancer related to a CPAP device's sound abatement foam. The reported event that the patient was diagnosed with lung cancer for the second time is assessed as a serious injury but not related to the device the device was returned to the product investigation lab for further investigation. The external aspect of the device was inspected by manufacturer and moderate amounts of contamination on the outside was observed. Dark spots around the iso port as well as light brown contamination on the inside of the iso port was found by the manufacturer. There are more light brown contamination near the p4 connecter and p4 connecter has a rust like contamination. The air inlet port has dark brown contamination around it. The internal aspect of the device was inspected and significant amounts of dirt and dust around the blower box was found. The blower box also was yellowed and had an odor. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. Dust contamination in the blower and the blower seal contamination was observed by the manufacturer that is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and dust/ dirt and rust contamination was present in the device. Section d8, d9, h2, h3 and h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigation findings was missed to captured in previous follow up report, now it has been corrected and updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused coughing, headaches, sinus congestion and was diagnosed with lung cancer. The patient did report receiving medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.